Event description:
A customer reported a cartridge change error with their pump. There was no reported impact on the customer's blood glucose level, as the specifics were not provided. Technical support guided the customer through inspecting and cleaning the pump components, filling a new cartridge, and successfully loading it. The customer was able to resume insulin delivery and was advised to monitor the system's performance, without needing a cartridge replacement.